Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Finetuner echo battery was returned to service and repair. Reportedly, the screen was frozen which resulted in no changes or resetting of the device possible. No injury has been reported.

Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to a frozen screen. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported.this is a final report.

Event description:
The fine tuner echo was returned to service and repair. Reportedly, the screen was frozen which resulted in no changes or resetting of the device possible. No injury has been reported.